Manufacturer narrative:
The customer was able to return a sample for investigation. The investigation reproduced the customer¿s high results. The sample was treated with "scantibodies hbt" and the results from the treated sample were different from the untreated sample indicating heterophilic interference. An presence of interference in the sample was confirmed. This type of interference is documented in product labeling. A general reagent issue could be excluded. No product problem was found.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The sample was requested for investigation. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable result for 1 patient tested for elecsys pth immunoassay on a cobas 8000 e 801 module serial number (B)(4). The initial pth result was 1302.0 pg/ml and was reported to the physician. The physician questioned the result as the patient did not have the clinical symptoms for the high result. The sample was treated with "peg 1:1" and the pth result was 66.5 pg/ml. The sample was sent to a different lab. There was no allegation of an adverse event.